Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported ground pad was not sensing due to the error. The customer tried changing the ground pad, verified on another person, and restarted the system but the issue remains the same. The customer did not have a compatible energy device. The procedure was completed as planned with no reported injury. Isi followed up with the field service engineer (fse) and obtained the following additional information: the field service engineer (fse) said the procedure was completed robotically. The procedure was completed using the backup generator. There was a procedure delay of 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. During failure analysis, the iesu was in single pad mode and switched to dual pad mode. The unit was energized and cauterized, and all ports recognized instruments. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.